Event description:
According to the literature, a retrospective study compared the outcomes of conventional mesh with fixation versus polyester mesh without fixation in laparoscopic total extraperitoneal repair between september 2015 and june 2023. In 36 patients (67 hernias), hydrophilic anatomical mesh without fixation was used. Postoperative complications related to the mesh include pain in four patients and seroma in two patients. Comparison of anatomical polyester mesh without fixation and conventional flat mesh with fixation in laparoscopic total extraperitoneal repair for inguinal hernia 10.1007/s10029-024-03231-5.

Manufacturer narrative:
D10. Concomitant products: unkabstack, unknown absorbatack (lot unknown); unkabstack, unknown absorbatack (lot unknown) wei-chang lee, ching-wei huang, le-wei fan, yun-ren li, ying-hsu chang, yu-chao hsu, chung-yi liu. "Comparison of anatomical polyester mesh without fixation and conventional flat mesh with fixation in laparoscopic total extraperitoneal repair for inguinal hernia." Hernia (2025) 29:128. Https://doi.org/10.1007/s10029-024-03231-5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.